Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that after undergoing an uneventful phacoemulsification with intraocular lens implantation procedure, the patient experienced disturbance in the left eye, and sought emergency service three days after surgery. The patient presented the corneal edema, corneal infiltrates, and hypopyon. The patient was diagnosed with endophthalmitis and was treated with intravitreal antibiotics for two days, however the response was unfavorable, the patient was then sent to another hospital where an eye culture was performed. The iol (intraocular lens) implant was explanted and vitrectomy was performed, however the yes was ultimately enucleated. The reporter did not know what caused the endophthalmitis. It was noted that the single use I/a (irrigation/aspiration) tip had more than one year of use. This is the first of two report for this facility.